Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive. Reportedly, the customer pressed the button several times with force to illuminate the pump screen. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.